Event description:
It was reported that the customer passed away. The cause of death was not known at the time of the report. The customer was wearing the insulin pump at the time of death. It was reported that the customer was experiencing high blood glucose, so she went to lay down. When the customer's mother went to check on her, she discovered that the customer had passed away. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the reservoir operated within specifications. No leaking was observed during analysis, and the reservoir connected and locked in place properly. After testing, it was concluded that the reservoir operated within specifications. See also MFR report number 3004209178-2010-81206.